Manufacturer narrative:
Investigation confirmed the surgical case was completed with screws that deviated from the plan. The screws were repositioned intra-operatively to new trajector ies using navigated instruments but without use of the robotic arm. The user technique resulted in poor registration. The system alerted the user of a shift in registration. The user chose to continue with the shifted scan.

Event description:
It was reported that two pedicle screws were not placed according to the screw plan at left l3 and right l4. Intra-operative imaging showed that the l3 screw was placed superior in the disc space, and the l4 screw was lateral of the vertebral body. The screws were removed and placed using navigated instruments but without use of the robotic arm.